Event description:
During a coronary ptca/stenting treatment procedure, inflation and deflation difficulties were encountered. The 70% lesion in the distal right coronary artery was pre-dilated. The physician then stented the distal rca with the express2 5.0 x 20mm stent. He inflated the balloon to 12 atms which resulted in partial inflation of the balloon. He then inflated the balloon to 16 atms and the stent fully expanded. When he attempted to deflate the balloon, it would not deflate. He increased the atms to 20, then 25, at which point the balloon ruptured. The physician was unable to remove the delivery device, as the balloon was stuck on the stent struts. He advanced the guide catheter down the rca and used it to wedge the balloon against the tip of the guide catheter. He then forcefully removed the balloon catheter and the guide catheter which resulted in separation of the tip of the balloon catheter inside the coronary artery. A coronary artery dissection was also noted. It was decided not to attempt retrieval of the remaining fragment. An intra-aortic balloon pump was inserted. The pt was transferred to the o.r. For emergency single vessel coronary bypass surgery due to retained balloon fragment and evolving infarction secondary to acute closure of the right coronary artery. Pt status is "okay".